Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140-160mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to doctor's lab results; observed 30 mg/dl difference between readings. Blood test produced test results of 144 mg/dl using trueresult meter compared to 174 mg/dl provided by doctor's lab results. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of 165 mg/dl and 163 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1: 66mg/dl, (B)(6) 2015, 08:30pm; 2: 149mg/dl, (B)(6) 2015, 12:52pm; 3: 123mg/dl, (B)(6) 2015, 12:20pm; 4: 124mg/dl, (B)(6) 2015, 01:13pm; 5: 118mg/dl, (B)(6) 2015, 12:57pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Investigation completed and product evaluated ith no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 140 to 160 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to doctor's lab results; observed 30 mg/dl difference between readings. Blood test produced test results of 144 mg/dl using trueresult meter compared to 174 mg/dl provided by doctor's lab results. Back to back blood test performed after meal during call on (B)(6) 2015 produced results of 165 mg/dl and 163 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 05/29/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:66mg/dl (B)(6) 2015 08:30pm. 2:149mg/dl (B)(6) 2015 12:52pm. 3:123mg/dl (B)(6) 2015 12:20pm . 4:124mg/dl (B)(6) 2015 01:13pm . 5:118mg/dl (B)(6) 2015 12:57pm . Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).